Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 03/25/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/13/2015 with the following findings:several cs-064 'call service alarms', which can be indicative of the type of issue that was reported, were observed in the black box data. Recurring cs-078 'call service alarms' were observed during the analysis: an alarm related to a failure of the motor was duplicated. The pump case was removed, and moisture damage was found on internal components; this device failure directly caused the reported issue.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that a cs-064 ¿call service alarm¿ occurred while the user was performing a random function. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.